Event description:
It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).